Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia and dehydration. The patient¿s blood glucose levels rose to 471 mg/dl while wearing the pod for longer than 48 hours. The patient attempted to administer boluses of insulin to bring down their blood glucose levels, however this was unsuccessful. Reported symptoms include headache and vomiting. The patient was treated with intravenous fluids and 10 units of insulin. The patient was released 3.5 hours later.